Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # k92f4a. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips could not be fed. The device was disassembled in order to evaluate the condition of the internal components and the feed link was found to be broken, causing the experienced feeding issue. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a "lc case" procedure, after the doctor applied clip on the vessel two times, then third applied, the device stuck. The doctor cannot fire the clip. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.